Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl and vomiting. Troubleshooting was performed. The mother stated that once the customer's blood glucose was treated with an insulin pen she was released. Assisted the caller to perform the high pressure test and passed. Instructed the mother to remove the cannula and it was bent. Reminded the mother to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.